Event description:
The reporter stated there was a "tubing fracture." A section of the tubing was broken off near the stopcock. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Visual examination of the returned product confirmed the tube had disconnected from the female luer lock on the tubing set. Further examination found that the part had been bonded correctly and that the tube had been fully and properly inserted into the tubing taper. The od and ID were also within specification. No direct cause could be determined for the disconnection. The device history and retain samples could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only reported issue of this type for this product code in the last 24 months. Smiths was able to confirm the issue; however, no cause could be determined. The issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.